Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the cassette at the end of peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the event. The patient reported that before they could open the door, the solution spilled all over the place. The patient removed the cassette and discarded it. The patient reported that fluid is all inside the cassette compartment and he is not sure if it went behind the gasket. There was no patient injury or medical intervention reported. No additional information is available.